Event description:
Per the clinic, the patient developed a wound infection subsequent to sustaining a head trauma near the implant site. Treatment with oral and IV antibiotics (type and dosage not reported) over a two month period (dates not reported) was unsuccessful. The device was subsequently explanted (date not reported); the patient was not reimplanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013. This report is filed october 24, 2013.